Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had a fever and was hospitalized for high blood glucose. Troubleshooting was performed. The alarm history showed low reservoir alarm and low battery alarm.